Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided). Pump supplies were changed multiple times. Customer went to the emergency room (ER) and was treated with insulin injections. After 8-9 hours, customer left the ER; bg was 250 mg/dl. Customer and healthcare provider alleged the pump was not delivering insulin properly. Customer declined tandem technical support's offer to perform a pump system check. Tandem clinical diabetes specialist discussed the event with the customer and cause of elevated bg could not be determined. Customer reverted to using manual injections for insulin delivery and had success in controlling bg.